Event description:
The patient complaint of pain in the right hip since (B)(6) 2004, while pushing a shopping cart in a store. The patient came in for an office visit on (B)(6) 2004. X-rays were obtained, the acetabular cup shifted. Surgery was scheduled for (B)(6) 2004 to revise the patient's hip components to a standard total hip.